Event description:
The following has been reported:customer reported: secondary port not bonded as intended. Nurse was able to remove it and screw it back on to tighten it. Nurse tightened secondary port (as tubing was already in use when reported to me). Instructed nurse to change out tubing if she discovers another set with this issue and report it internally as a complaint.patient harm: no.a preliminary review identified the following issue: administration set breaks (any part)unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation